Event description:
During an incident approximately in 2003, involving a patient with prior heart problem, this unit was used but it continually prompted "check electrodes". The patient had been down for several hours and was definitely deceased with rigidity set in before the crew arrived. Bystander CPR was being performed when the crew arrived and so it was continued all the way to a hospital where the patient was pronounced. The customer was calling to arrange service for a "needs service, clock" prompt and also reported the incident that happened in october 2003.